Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. Sensor glucose value from reported event was 70 mg/dl. Sensor and blood glucose difference is not within acceptable range. Customer¿s blood glucose level was 437 mg/dl. Sensor glucose that triggered suspend event was 70 mg/dl. The insulin pump will not be returned for analysis.